Event description:
We observed lvad pump thrombus. The resulting treatment was open heart surgery for pump replacement.

Event description:
We observed lvad pump thrombus. The resulting treatment was open heart surgery for pump replacement.